Event description:
Customer alleged the wheel fell off as she was leaning up against the car. She also stated husband possibly could have ran over the tire. No injury alleged.

Manufacturer narrative:
(B)(4)- no RMA has been initiated for this issue. Model 65100r, serial number/date code (B)(4) is approximately 2 years and 10 months old. The owner's manual part number 1150739 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female with age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; wheel allegedly fell off rollator while consumer was leaning against the car. Consumer states that it is possible that her husband could have run over the tire. Invacare referred the consumer to a service center. The potential for fall injury.